Event description:
Question from facility regarding artifact detected during AED deployment. No pt outcome info provided.

Manufacturer narrative:
(B)(4). Method: ECG review. Data from device deployed. Conclusion: no fault found from review of ECG - no malfunction. Artifact did not interfere with analysis. Device performed per specification. Labeling provides instructions for troubleshooting artifact.